Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the device had an etco2 module failure. There was no patient involvement.